Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The ins was explanted on (B)(6) 2024. The implant not working was clarified to mean no pain relief. The cause was unknown. The device status is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that the patient had the implanted neurostimulator for pain removed. Caller stated the device never provided adequate pain relief. When asked, caller said that they turned the implant off about 4 months after the implant was implanted because it never worked. Caller stated they tried all the programs, but the patient still was on heavy pain relivers at the time. Caller did not recall the removal date of the implanted device, but stated it was sometime either (B)(6) 2024 or (B)(6) 2025.